Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had multiple pump error alarm. Customer's blood glucose level was 110 mg/dl. Customer reported that self test was performed for the pump error and it did not passed. Troubleshooting was performed for the pump error. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed the displacement test and self test. Hardware low level failures error confirmed in pump history with variable due to broken trace at keypad assembly. No unexpected the motor arm cannot communicate with the main arm alarm noted during testing however, the formatted history file confirmed the motor arm cannot communicate with the main arm alarm due to a software error. Device communicated properly with test guardian link transmitter. No auto mode anomaly noted during testing.